Event description:
A customer reported an issue with their pump battery not charging properly. There was no adverse impact to the customer's blood glucose level. No additional information was provided.